Manufacturer narrative:
The solitaire stent device was used during a procedure to treat an acute stroke. The make or model of solitaire was not reported; however, the solitaire fr, solitaire 2 and solitaire platinum stent devices are indicated for use of flow restoration to treat ischemic stroke. The solitaire stent device will not be returned for analysis as the stent remains within the patient and the pushwire was discarded. In addition, applicable photographs (relevant to the complaint) were not returned for analysis. Based on the reported information, the customer¿s report of ¿resistance during retrieval¿ and ¿separation¿ could not be confirmed and the cause could not be determined. However, in this event, use context likely contributed to the reported issues as the patient was treated with a stent proximal to the thrombus site which precluded safe recovery of the solitaire stent device. In addition, the physician continued to recover the stent device despite excessive resistance. Per the solitaire fr IFU (instructions for use): contraindications ¿ ¿use of the solitaire fr revascularization device is contraindicated under these circumstances: patients with stenosis proximal to the thrombus site that may preclude safe recovery of the solitaire fr revascularization device.¿ per the solitaire 2 IFU: contraindications ¿ ¿use of the solitaire2 revascularization device is contraindicated under these circumstances: patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire 2 revascularization device.¿ per the solitaire platinum IFU: contraindications ¿ ¿use of the solitaire platinum revascularization device is contraindicated under these circumstances: patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire platinum revascularization device.¿ in addition, the solitaire fr, solitaire 2 and solitaire platinum IFU includes the following warning ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ the complaint investigation does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. No corrective action is required at this time as the cause could not be determined.

Event description:
Medtronic received report that during an acute stroke case, the mechanical thrombectomy device became entangled within the distal aspect of the previously implanted carotid stent (non-medtronic device). The mechanical thrombectomy device was pulled with force which caused the mechanical thrombectomy to break and remain within the patient. The patient was reported have been stable; however, did not recover from the initial stroke. There was an enormous clot in this young patient which was probably from a dissection. Initially, the patient underwent angioplasty of the carotid and subsequently the carotid was stented, but there was still no blood flow and it was never restored.